Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2109902) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('generalised inflammation of the pelvic cavity') in an adult female patient who had essure (ess205) (batch no. 623150) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically significant), abdominal pain lower ("right iliac fossa pain"), musculoskeletal pain ("musculo-articular pain (shoulders, fingers, wrists, hips, knees, right ankle, right toes, left thigh)"), insomnia ("insomnia"), rash ("skin rash on forearms"), back pain ("back pain"), lower abdominal pain ("lower abdominal pain"), memory impairment ("short-term memory impairment (worsened since 2019)"), attention deficit hyperactivity disorder ("attention deficit disorder"), metal poisoning ("nickel poisoning (higher than average levels)") and fatigue ("state of fatigue"). The patient was treated with surgery (total hysterectomy with removal of the ovaries to remove the essure implants). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain lower, musculoskeletal pain, insomnia, rash, back pain, lower abdominal pain, memory impairment, attention deficit hyperactivity disorder, metal poisoning and fatigue outcome was unknown. The reporter considered abdominal pain lower, attention deficit hyperactivity disorder, back pain, fatigue, insomnia, memory impairment, metal poisoning, musculoskeletal pain, pelvic inflammatory disease, pelvic pain, rash and lower abdominal pain to be related to essure (ess205). The reporter commented: state of fatigue and a lot of musculo-articular pain not relieved by medication. Generalised inflammation of the pelvic cavity according to the rheumatologist without any biological explanation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Amendment: the report was amended for the following reason: following company internal coding review, the reported event "nickel poisoning (higher than average levels)" was recoded to meddra llt heavy metal poisoning. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2021. The most recent information was received on (B)(6)2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('generalised inflammation of the pelvic cavity') in an adult female patient who had essure (ess205) (batch no. 623150) inserted. The occurrence of additional non-serious events is detailed below. On(B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically significant), abdominal pain lower ("right iliac fossa pain"), musculoskeletal pain ("musculo-articular pain (shoulders, fingers, wrists, hips, knees, right ankle, right toes, left thigh)"), insomnia ("insomnia"), rash ("skin rash on forearms"), back pain ("back pain"), lower abdominal pain ("lower abdominal pain"), memory impairment ("short-term memory impairment (worsened since 2019)"), attention deficit hyperactivity disorder ("attention deficit disorder"), metal poisoning ("nickel poisoning (higher than average levels)") and fatigue ("state of fatigue"). The patient was treated with surgery (total hysterectomy with removal of the ovaries to remove the essure implants). Essure (ess205) was removed on (B)(6)2021. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain lower, musculoskeletal pain, insomnia, rash, back pain, lower abdominal pain, memory impairment, attention deficit hyperactivity disorder, metal poisoning and fatigue outcome was unknown. The reporter considered abdominal pain lower, attention deficit hyperactivity disorder, back pain, fatigue, insomnia, memory impairment, metal poisoning, musculoskeletal pain, pelvic inflammatory disease, pelvic pain, rash and lower abdominal pain to be related to essure (ess205). The reporter commented: state of fatigue and a lot of musculo-articular pain not relieved by medication. Generalised inflammation of the pelvic cavity according to the rheumatologist without any biological explanation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Lot number: 623150 manufacturing date: 2007-01 expiration date: 2008-12 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on(B)(6)2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and pelvic inflammatory disease ('generalised inflammation of the pelvic cavity') in an adult female patient who had essure (ess205) (batch no. 623150) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criterion intervention required), pelvic inflammatory disease (seriousness criterion medically significant), abdominal pain lower ("right iliac fossa pain"), musculoskeletal pain ("musculo-articular pain (shoulders, fingers, wrists, hips, knees, right ankle, right toes, left thigh)"), insomnia ("insomnia"), rash ("skin rash on forearms"), back pain ("back pain"), lower abdominal pain ("lower abdominal pain"), memory impairment ("short-term memory impairment (worsened since 2019)"), attention deficit hyperactivity disorder ("attention deficit disorder"), allergy to metals ("nickel poisoning (higher than average levels)") and fatigue ("state of fatigue"). The patient was treated with surgery (total hysterectomy with removal of the ovaries to remove the essure implants). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain, pelvic inflammatory disease, abdominal pain lower, musculoskeletal pain, insomnia, rash, back pain, lower abdominal pain, memory impairment, attention deficit hyperactivity disorder, allergy to metals and fatigue outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, attention deficit hyperactivity disorder, back pain, fatigue, insomnia, memory impairment, musculoskeletal pain, pelvic inflammatory disease, pelvic pain, rash and lower abdominal pain to be related to essure (ess205). The reporter commented: state of fatigue and a lot of musculo-articular pain not relieved by medication. Generalised inflammation of the pelvic cavity according to the rheumatologist without any biological explanation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.